Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of a faradrive steerable sheath for a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, it was noted that air was being drawn into the syringe on aspiration. There was also a hissing noise from the handle during aspiration and flush. Both a fluid leak and visible air in the sheath reported. Repeated attempts at aspiration and flush were performed as a means of troubleshooting. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive device confirmed that the events of visible air bubbles and leak are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during preparation of a faradrive steerable sheath for a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, it was noted that air was being drawn into the syringe on aspiration. There was also a hissing noise from the handle during aspiration and flush. Both a fluid leak and visible air in the sheath reported. Repeated attempts at aspiration and flush were performed as a means of troubleshooting. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed. It was further reported that there was no visible damage to the luer. The fluid appeared to be leaking from the sheath valve. Air was observed in the tubing during aspiration as part of the sheath preparation process. No air was seen in the patient.

Manufacturer narrative:
B5: describe event or problem- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of a faradrive steerable sheath for a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, it was noted that air was being drawn into the syringe on aspiration. There was also a hissing noise from the handle during aspiration and flush. Both a fluid leak and visible air in the sheath reported. Repeated attempts at aspiration and flush were performed as a means of troubleshooting. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed. It was further reported that there was no visible damage to the luer. The fluid appeared to be leaking from the sheath valve. Air was observed in the tubing during aspiration as part of the sheath preparation process. No air was seen in the patient.